Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the joystick will intermittently change to different mode screens while the end user is using the chair. He stated that this has left her stranded before.